Manufacturer narrative:
The pump had intermittent button response due to corroded keypad traces. No unexpected numbers scrolling or flashing on the display was noted during testing. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer's blood glucose was 120 mg/dl. The customer attempted to deliver a bolus and the numbers started flashing on their own. One of the buttons seeped to be stuck. The caller stated that this issue happened every summer. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).